Event description:
It has been reported to philips that the azurion table had no power. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use at the time the issue occurred. A philips service engineer inspected the system on-site and confirmed the reported issue. Troubleshooting revealed that the sib (sensor interface board) did not receive power because the generator was not ready. The cause of the reported event was due to an issue with the 24v dc power supply. The service engineer replaced the power distribution unit (pdu) fan tray and the dc power supply and the system was returned to use in good working order.